Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent asymptomatic patient presented to clinic after receiving patient notifier for non-sustained rv oversensing, post-paced t-wave oversensing was observed. Device was re-programmed. About a month later, post-paced t-wave oversensing occurred again. Additional programming changes were recommended.

Event description:
New information received notes that the recommended programming changes were made previously but post-paced t-wave oversensing continued to occur. Additional programming changes were recommended. No action has been taken as the patient was asymptomatic.